Event description:
It was reported that the target lesion was located in the distal left anterior descending artery (lad) with moderate tortuosity and mild calcification. Pre-dilatation was performed with a non-abbott 2.0 x 15 mm balloon at 6 to 10 atmospheres (atm) for 17 to 22 seconds. The xience v 2.25 x 23 mm stent could not advance through the lesion. The device was retracted and it was found that there was a fracture in the stent itself, as the stent strut was broken and was sticking out. Pre-dilatation was again performed with a 2.25 x 15 mm non-abbott balloon which ruptured, causing a complete obstruction of flow through the vessel for 5 minutes. Medication was administered to restore the flow through the vessel. A non-abbott 2.25 x 24 mm stent was implanted to complete the procedure. There were no adverse patient effects related to the xience v stent. There was no clinically significant delay of procedure, due to the xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be received for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent fracture was unable to be confirmed; however, there were damaged stent struts, which are likely what was reported by the account. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.